Event description:
It was further reported that the vessel did not have a high degree of stenosis or calcium. The vessel was "straight" and there was a natural narrowing of brachial/venous fistula structure.

Manufacturer narrative:
Device evaluation by manufacturer: the returned product consisted of a sterling over-the wire balloon catheter with no original packaging or other devices. There was blood present on the outer surfaces of the device. Microscopic inspection revealed a kink approximately 21.1 cm from the strain relief, two kinks in the inner shaft within the balloon, and an area of kinks/shaft damage within 6 cm of the proximal end of the balloon. There were no bends in the balloon material. The balloon was not wrapped, which can indicate exposure to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a fistula plasty procedure, catheter withdrawal difficulties were reported. A fistula was being treated. Lesion details are unknown. The procedure was guided by ultrasound. The sterling 7x40mm balloon was advanced to the lesion and "folded in half" in the vessel. The catheter was unable to be advanced as a result and was withdrawn. Catheter removal difficulty was reported. The balloon was not attempted to be inflated. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient status is reported as "ok."

Manufacturer narrative:
(B)(4)